Manufacturer narrative:
Covidien reference:(B)(4). The support engineer (se) troubleshot the issue with the customer over the phone. The customer was not able to duplicate the malfunction.

Event description:
The customer reported, during patient use, the ventilator was inoperable. The patient was removed from the ventilator and placed on a second ventilator. No harm to the patient as a result of the event.